Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 23-jun-2021. The most recent information was received on 28-jun-2021. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('essure removal') in a female patient who had essure (batch no. B34525) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In 2015, the patient experienced fatigue ("chronic fatigue"), osteoarthritis ("significant degenerative involvement of the 2 knees without any specific clinical warning sign"), autoimmune disorder ("suggesting an autoimmune disease"), vestibular disorder ("20% left vestibular deficit with no identified aetiology") and deafness bilateral ("early bilateral deafness"). In 2019, the patient experienced tendon disorder ("tendinopathy of the lower right limb") and muscle fibrosis ("muscular fibrosis"). On (B)(6) 2021, the patient underwent medical device removal (seriousness criterion intervention required), 7 years 3 months after insertion of essure. The patient was treated with surgery. Essure was removed on (B)(6) 2021. At the time of the report, the medical device removal outcome was unknown and the fatigue, osteoarthritis, autoimmune disorder, vestibular disorder, deafness bilateral, tendon disorder and muscle fibrosis had not resolved. The reporter provided no causality assessment for deafness bilateral, fatigue, medical device removal, muscle fibrosis and tendon disorder with essure. The reporter considered autoimmune disorder, osteoarthritis and vestibular disorder to be unrelated to essure. The reporter commented: that the autoimmune disease resulted in negative search and knee protheses have to be considered. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 63 kgs. Lot number: b34525; manufacture date: 2013-05; expiration date: 2016-05 -31. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 28-jun-2021: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 23-jun-2021. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('essure removal') in a female patient who had essure (batch no. B34525) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In 2015, the patient experienced fatigue ("chronic fatigue"), osteoarthritis ("significant degenerative involvement of the 2 knees without any specific clinical warning sign"), autoimmune disorder ("suggesting an autoimmune disease"), vestibular disorder ("20% left vestibular deficit with no identified aetiology") and deafness bilateral ("early bilateral deafness"). In 2019, the patient experienced tendon disorder ("tendinopathy of the lower right limb") and muscle fibrosis ("muscular fibrosis"). On (B)(6) 2021, the patient underwent medical device removal (seriousness criterion intervention required), 7 years 3 months after insertion of essure. The patient was treated with surgery. Essure was removed on (B)(6) 2021. At the time of the report, the medical device removal outcome was unknown and the fatigue, osteoarthritis, autoimmune disorder, vestibular disorder, deafness bilateral, tendon disorder and muscle fibrosis had not resolved. The reporter provided no causality assessment for deafness bilateral, fatigue, medical device removal, muscle fibrosis and tendon disorder with essure. The reporter considered autoimmune disorder, osteoarthritis and vestibular disorder to be unrelated to essure. The reporter commented: that the autoimmune disease resulted in negative search and knee protheses have to be considered. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.